Event description:
A customer reported to a field service engineer (fse) that low hemoglobin (hgb) and platelet (plt) results were generated by the coulter ac-t diff 2 instrument. A patient sample collected via finger stick was tested for hgb and plt and results were: hgb 4.4g/dl, and plt 144x10^3 cells/ul. Both results were printed with an operator defined an "l" flag. (L-"low result. For patient samples, result is lower than the low patient sample limit"). The results were reported out of the lab and questioned by the physician. The patient was re-drawn via venipuncture at the doctor's office and the specimen was sent to a reference lab. The results obtained at the reference lab were higher: hgb result was 11.8g/dl, and plt result was 283x10^3 cells/ul. The reference lab results are considered correct. There was no death or injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run daily and was run before but not after the incident and was within range. The initial specimen was collected in a ram scientific safe-t-fill 125ul capillary blood collection (finger stick) device. The fse went to the customer's lab in 2008 for a different issue and during service visit he was informed of the erroneously low hgb and plt results. The fse checked mixing and adjusted latex for the wbc aperture. The fse also checked aspiration and auto pierce mechanism, and no problems were found. The fse verified reproducibility and qc recovery, and results were within limits. A clear root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.